Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the farfield oversensing was seen post biv paced resulting in atrial fibrillation (af). Ts recommended to adjust atrial sensitivity and programming options. This device remains in service. No adverse patient effects were reported.